Manufacturer narrative:
Batch review performed on 04-nov-2024: lot 2318536: (B)(4) items manufactured and released on 13-dec-2023. Expiration date: 2028-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 04-nov-2024: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2404440: (B)(4) items manufactured and released on 04-mar-2024. Expiration date: 2029-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2241227: (B)(4) items manufactured and released on 05-dec-2022. Expiration date: 2027-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Stem: sms solid 01.36.152 sms collared solid stem std size 12 (k203041) lot 2244083: (B)(4) items manufactured and released on 23-mar-2023. Expiration date: 2028-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0030 cancellous bone screw ø 6,5 l 30 (k200391) lot 2319076: (B)(4) items manufactured and released on 06-sep-2023. Expiration date: 2028-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0035 cancellous bone screw ø 6,5 l 35 (k200391) lot 2315740: (B)(4) items manufactured and released on 18-aug-2023. Expiration date: 2028-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting signs of infection and the pathogen was unknown. The surgeon performed a washout and revised the head and liner. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.